Event description:
It was reported that deployment of the prostar xl sutures were attempted in a heavily calcified right common femoral artery using the preclose technique before a abdominal aortic aneurysm interventional procedure. Reportedly, a suture break occurred. A second prostar xl device was used to achieve hemostasis. A 20 minute delay in the procedure was reported. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 12fr and 18fr sheaths. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, failure to follow steps/instructions, per instructions for use: under indications for use: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.